Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging ipg, was having a telemetry error and was getting an error message. It was also noted that the patient's ipg location was too low and irritating. The patient underwent a revision procedure wherein the ipg site was relocated and had an ipg replacement procedure. Malfunction was suspected with the explanted ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint about the charging issue was not verified. The device battery measured 3.358 volts and it was charged to 3.961 volts in one cycle. The daily battery depletion rate without any stimulation was within the expected range, 3.15 mv. In low power idle mode without any stimulation, the quiescent current measured within the expected range, 38 ua average. The device is capable of being charged fully under a proper charging method. The source of the irritation was not determined. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging ipg, was having a telemetry error and was getting an error message. It was also noted that the patient¿s ipg location was too low and irritating. The patient underwent a revision procedure wherein the ipg site was relocated and had an ipg replacement procedure. Malfunction was suspected with the explanted ipg. The patient was reportedly doing well postoperatively.